Manufacturer narrative:
UDI number: (B)(4). High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant.  Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The device will not be returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with a 23mm aortic valve for 11 months 16 days, is being considered for a valve in valve procedure due to high gradient and central aortic regurgitation. A secondary procedure has not been scheduled. The physician did not allege a device deficiency.

Manufacturer narrative:
Corrected data: corrected h6 result code.